Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) lead stretched preventing the helix from functioning properly.

Event description:
It was reported during the implant procedure that the physician had positioning/fixing difficulties. The helix didn't function normally.the lead was not implanted. No patient complications have been reported as a result of this event ((B) (6) 2010 stl).